Event description:
User experienced discrepant cortisol results for one patient. Initial result 4.60 ug/dl, repeat 2008 gave 503.7 ug/dl. Doctor questioned the initial result. He informed the user he needed accurate information to correctly diagnose the location of a malignant tumor and was unable to make the diagnosis at the time of the initial result. No further information is available regarding the patient's status at this time. The field service representative was unable to determine cause of the discrepant results. He verified analyzer operation by running patient samples.